Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set leaking events. Leakage occurred at quick release (qr) connector. The set was in use for two days. No further information available.